Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that, during the implant procedure, the stylet was stuck in the lead and could not be removed. The status of the lead is unknown. No patient complications have been reported as a result of this event.